Manufacturer narrative:
Continuation of medical devices: d314trm lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a routine changeout procedure, the right atrial (ra) lead impedances were within normal limits. During the procedure, the pocket was opened using a plasma blade, and the physician struggled getting the old device out of the pocket. The ra lead was tested, and exhibited noise and high/undefined impedances. The lead was tested multiple times, with the same results. A lead fracture was suspected, and the lead will be explanted and replaced. No patient complications have been reported as a result of this event.